Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump is over infusing.

Manufacturer narrative:
Device evaluation, visual inspection performed and found dso seal damaged and lens scratched. The reported issue was duplicated running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Recommend trim the expulsor to meet manufacturing specifications for accuracy. The cause of the reported issue is unknown. Replaced the trim expulsor. Product is beyond a year from manufacture date (12/2016) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.